Manufacturer narrative:
An event of thrombus on the delivery cable was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that thrombus was observed on the 14f amplatzer torqvue 45x45 delivery sheath during implantation and post procedure on (B)(6) 2021. During device preparation 20 minutes prior to procedure, the activated clotting time (act) 303 and the patient was given heparin intravenously. A recheck act was done before deployment to be 324 which was deemed safe for the procedure. The sheath was recaptures twice to repositioned the device. The cable was immediately retracted upon released. The clot appeared similarly to when there is clot on a wire. The patient did not have a hematologic disorders or systemic illness and the patient was not taken any treatment or medications that could contribute to thrombus formation. The patient remain hemodynamically stable throughout the procedure and there is no clinically significant delay in procedure and no adverse patient effects. Post procedure, the patient was given aspirin and plavix as dual antiplatelet therapy (dapt). No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.